Event description:
This lead was implanted in (B)(6) 2004 and remains implanted at this time. Around 4 seconds of asystole was observed on the monitor while this patient was undergoing a gastroenterological operation. The anaesthetist informed us that there had also been a significant drop in the patients blood pressure at the time of the asystole. This was also witnessed by the nurses in the operating theatre. The anaesthetist could not feel a radial pulse at the time of the event. The patients status returned to normal after the episode, when the rhythm had returned to normal. The anaesthetist assured us that they were not using any equipment (such as diathermy) at the time that could have been sensed by the device and caused inhibition of pacing (and episode of asystole). The patients underlying rhythm at the time of the device check was af with ventricular response rate of 50-60bpm. It was recommended that an x-ray be performed to confirm appropriate position of the passive medtronic ventricular lead. The patient did not report experiencing any issues with his device or any dizziness or syncope in the past. The physician is unknown at (B)(6) private hospital in australia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).